Event description:
This device was not implanted because it was reported that during the implantation procedure the dft's were too high which did not allow for an adequate safety margin.

Manufacturer narrative:
(Other): this device was not implanted because the dft's were too high which did not allow for an adequate safety margin. The analysis from the manufacturer is pending.